Event description:
The reported description notes that the customer was requesting assistance for capture of pt data from a bedside monitor following a pt death. The customer claims that the bedside monitor did not malfunction.

Manufacturer narrative:
(B)(4). The reported description notes that the customer was requesting assistance for capture of pt data from a bedside monitor following a pt death. No product testing by philips. Additional info surrounding the customer request for assistance in collection of pt data was not made available. Philips customer service verbally assisted the customer with retrieval of pt data history. Printing pt reports is described in detail in the instructions for use (IFU). The bedside monitor is in customer use. No product interventions were performed by philips. A search of the complaint database did not identify any additional similar complaints filed by this customer. The cited bedside monitor was delivered to the customer in 2009. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. This was a customer assistance request for pt data history from a bedside monitor following a pt death. The customer does not implicate product malfunction and requests no further intervention/product testing by philips. The bedside monitor remains within customer use. No further investigation or action is warranted.